Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob on top of the external pulse generator (epg) needed to be replaced. The epg is expected to be returned for service. There was no patient involvement. It was further reported via follow up that the right side connector was damaged where the lead plugs into the device. Prior incoming information that referenced the knob, was intended to reference the connector.